Event description:
It was reported that five (5) minicap extended life pd transfer sets had a connection issue. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The detent and notch on the main body and white twist clamp were not aligned preventing the clamp from locking into the closed position. Functional testing including leak, clear passage, and clamp function testing were performed and no leaks or issues were observed. Integrity of seal surface testing was performed; the transfer set patient adapter was connected to a laboratory titanium adapter and leak tested with no issues observed. The reported connection issue was not confirmed. The cause of the misalignment on the detent and notch on the main body and white twist clamp was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h6: health effect ¿ impact code: change to f27 (previously reported as f26). Additional information b5: update quantity to one (1) unit (previously reported as five units). Should additional relevant information become available, a supplemental report will be submitted.